Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: the reported event of the controller being unable to communicate with the system monitor was confirmed. The system controller underwent preliminary and functional testing. A self-test was performed on the controller and failed. The controller was then hooked up to a mock loop, patient cable, and system monitor, and power module. The controller was unable to communicate with the system monitor, though it ran the pump without issue. The white cable was manipulated but was unable to connect to the system monitor even momentarily. The white cable was cut open, and the orange communication wire was found to be severed inside the strain relief. The power cables were replaced, and the controller was hooked up to a mock loop, patient cable, and system monitor, and power module. The controller was able to communicate with the system monitor and operate as intended. The controller was able to support pump function for extended operation. No alarms were produced. The root cause of the reported event was conclusively determined to be the cut communication wire in the white power cable. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. G) section 2 - ¿how your heart pump works¿ cautions users not to twist, kink, or sharply bend the system controller power cables, which may cause damage to the wires inside, even if external damage is not visible. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: (B)(4). It was reported that while the patient's controller was attached to the patient cable, the system monitor was unable to see any information. This continued to be a problem after trying all new external equipment (new patient cable, power module, system monitor). A controller exchange was warranted. The vad coordinator was unable to disengage the driveline from the controller (reported as feeling "sticky"). Decision made to exchange the modular cable as well as the controller to ensure a safe transition to new controller. Patient denied getting controller or modular cable wet. Controller and modular cable were successfully exchanged in clinic. Vad coordinator was able to connect to system monitor on new controller. Additional information stated that the issue resolved with the controller exchange.